Event description:
Questionable undersensing during phone check 6/17/99 with symptoms. Brought for office check same day. Bipolar li read low ohms. Had loss of capture. Bipolar reprogrammed to unipolar with function and sent to hospital for lead replacement. Previous follow up done 4/23/99 was 734 ohms bipolar by intermedics rep. Li at implant 480 ohms. Chronic bipolar li was 848 ohms.